Event description:
It was reported that following initial implant of a device, impedance tests were performed in which the right ventricular (rv) defibrillation lead impedance was greater than 200 ohms, while the superior vena cava (svc) coil impedance was null, even though there was an old dual coil lead implanted. The physician operated again, in which the connection was deemed adequate. The physician elected to explant and replace the device, in which normal measurements were obtained with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.